Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an air bubble anomaly. The customer had a high blood glucose level of 530 mg/dl. The customer¿s current blood glucose level was 520 mg/dl. They had treated the high blood glucose with a bolus and an injection. They were feeling better but then they started to get sick again. The customer had symptoms of nausea and threw up. There were air bubbles in the reservoir and some in the tubing. There was a small and big bubble in the reservoir. The customer stated that the tubing got disconnected at some point. Troubleshooting was performed and air bubbles were successfully removed. Troubleshooting was performed on the insulin pump and insulin exited without incident. Additionally, the customer reported that a little piece of the battery compartment came off. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the bolus history screen. A manual bolus was delivered with water filled test infusion set with no air bubble anomalies noted during testing. Unit passed self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop (idle) current test and run current test were in specification. Unit received with partially broken off battery tube threads. Unit received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and scratches on reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.